Event description:
A therapeutic radiofrequency ablation (rfa) was performed on a pt. During the procedure a leading edge burn was observed on the pt's upper thigh at one of the grounding pads. The burn was reported to be a second degree burn with blistering and of the same size as the grounding pad. It was also indicated that the generator did not alarm during this procedure. The physician reported that thhe pads were correctly placed by the circulating nurse. He also reported that the only unusual aspect of this ablation was the prolonged time that took to complete the procedure. The physician ablated two tumors. A 5cm. Antenna was used. The first ablation was for a 3 cm tumor, during which a 5 cm antenna was employed opened to 3cm, using the 3 cm protocol. This first ablation took about 13 minutes for the initial burn, and 4 min for the confirmatory burn. The 2nd tumor was a larger tumor in which the antenna was deployed to 5 cm. As per the protocol followed, the blue clip was placed when roll-off was unable to be achieved after 20 minutes. After the blue clip was placed it took another 14 minutes before a 5 ohm increase was achieved. The physician reported that it took approx 19 minutes to achieve roll-off. Consequently, first burn in the second tumor took about 40 minutes. The confirmatory burn took about 9 minutes for roll-off. The total cumulative time for the procedure for this pt was just over an hour. The complainant reported that there was no pt treatment administered for the burns. The nurse involved in the event indicated that they do not feel that the issue was with the generator, as the pt had several co-morbidities that they felt may have contributed to the burns. She reported that the pt was diabetic and had sensitive skin, and also had fungal infections under her breasts and on her legs.